Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgical procedure. It was reported that the system would not recognize the footswitch. When checking the electromagnetic navigation interface unit box, the box was on the number 7. The site restarted the box three times with no resolution as it would run through the error codes and then stay on the number 7, with 12487 being the numbers it ran through. The site restarted the whole system two times with no resolution. Medtronic imaging and navigation were aborted, along with the surgery being aborted. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome. Additional information was received. It was reported that the manufacturer representative (rep) was unable to replicate the issue. The rep believed that the issue was a user error. Additional information was received. The patient was then taken to computer tomography post-op for external ventricular drain position verification. Additional information was received. It was confirmed that the procedure was not aborted. There was extended surgical time, but the procedure was able to be completed.

Manufacturer narrative:
Continuation of concomitant medical products: suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 9660651r. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. Device evaluated by MFR: no hardware parts have been returned to medtronic for analysis. B01, c19, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.